Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: unknown batch no.: unknown. It was reported the patient experienced anaphylactic shock and skin test positive. Please find the (B)(6) report which contains one potential hit detected for "tradename not specified (chlorhexidine gluconate)". This line listing report was extracted from the (B)(6) regulator's database ((B)(6)) on 06-apr-2021 as part of local literature surveillance activities. Regulatory authority reference number: (B)(4), date identified by sponsor (day 0): (B)(6) 2021, active substance: tradename not specified (chlorhexidine gluconate) - suspected meddra reaction term: anaphylactic shock, skin test positive. Kindly confirm if this report would classify as valid icsr and share the reference number when available. Please acknowledge receipt of this email.